Event description:
Gold tip of fiber was not on fiber when pulled catheter and fiber out of pt.

Manufacturer narrative:
Conclusion: the complaint investigation confirmed the reported complaint type. The fiber was returned and the gold tip was not attached. The distal tip of the fiber is blackened and broke. The returned sheath is kinked and has a slice from the 59 cm marking to the distal tip. The gold tip was not returned for eval. The exact cause of complaint is unk. During the review of the mfg records for the possible lots, it was observed that the mfg lots meet all device specs and quality requirements. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.